Manufacturer narrative:
Date of event: unknown. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8029891. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for scratched print. There was one (1) notification [(B)(4)] noted for missing print.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle, there was an issue with print missing from syringes.